Event description:
In 2009, the lay user/patient's home nurse contacted lifescan (lfs) alleging a test strip holder issue problem with the patient's onetouch profile meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The reporter stated that the test strip holder was missing from the subject meter. It is not known if the product was misplaced by the patient or if it broke. It is also unknown when the alleged issue started, but the cca noted that the patient had not tested her blood glucose for "quite some time." The cca noted that the patient manages her diabetes with insulin; however, it is not known what action the patient took regarding her diabetes management as a result of the issue. The reporter stated that the patient was hospitalized the previous month, as a result of a high blood sugar. It is not known what symptoms the patient developed or if the symptoms developed prior to or after the alleged issue began. The reporter claimed that the patient was treated with insulin while hospitalized and obtained readings of "390 and 317 mg/dl" when tested with an hcp meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.